Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and replaced o-ring (B)(4), the stm then performed and completed all safety, and functionality checks per the service manual and passed to factory specifications. Iabp was returned to the customer and released for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation), h10.